Event description:
Per the info provided to co by the physician's office, the event reported involved non-mentor device. The reason for removal was due to "non-functioning". Note: determination of reportability and categorization of this event was made according to this MFR's policies and procedures and the info received in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref sections b1,b2,h1).